Manufacturer narrative:
Product ID 3889-28 lot# v162346 serial# implanted: 2008-(B)(6) explanted: product type lead product ID 3037 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the device was eos (end of service) and that the device was replaced because of this on (B)(6), 2012. The lead was also being replaced as the physician was not happy with the lead 1 stimulation and therapy results. During explant, the lead was damaged, the lead broke and the distal lead contacts were still in patient. An impedance check was performed but the results were unknown. The re-implant of the lead and device was successful. Patient outcome was unknown at the time of this report.